Event description:
It was reported that the patient's implantable neurostimulator was implanted 'too deep.' It was stated the patient had to have it 'redone' in (B)(6). It was noted that the patient was "rear ended" one month prior to call. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3093-33, lot# v799712, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).